Event description:
The "rapid gas loss" alarm sounded from the sys 97 pump. Air was noted in the pressure tubing that was attached to the y-adapter. (Event complications: none from the event-reported 7/22/98.) (Pt's current status: unk-rpt'd 7/22/98.)